Event description:
A (B)(6) male pt contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (defective response button) has been confirmed. Upon receipt the rear response button was nonfunctional due to a cut in the rear response button flex connector. In the event the monitor detects a treatable rhythm upon device start-up, it will bypass the response button activation screen in order to deliver a treatment. The monitor was otherwise fully functional upon initial investigation and able to detect and treat a pt. The root cause for the cut connector cannot be positively determined. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.